Event description:
The following issue was discovered by a baxter sales representative during training using the drug calculation mode (software version 5.01). The issue relates to the infusion rate calculation, which is based on several factors, one of which is pt weight. If the weight is entered as kilograms in either the drug calculation screen or pt data screen, the infusion rate calculation will be accurate, however, if the weight is entered as pounds, the calculation result will be erroneously high. While it is standard hosp practice to verify infusion rates, failure to do so could lead to an error in the infusion rate. Co is undertaking a field corrective action to resolve this issue. The FDA district office is being notified of the field action.